Event description:
Medwatch rec'd from the hosp 11/28/2006 states that during cardiopulmonary bypass, the cardioplegia delivery system was noted to have a small blood leak in the water lines used for warming and cooling. The unit is a myotherm xp. Further info rec'd from the perfusionist on 11/29/2006 stated the incident occurred at the end of bypass and was noted by a small amount of blood that moved into the water line as the unit was turned off. The unit functioned fine throughout the case and he stated there was no injury to the pt. Further conversation with the hosp risk mgr on 11/30/2006 confirmed there was no pt injury.

Manufacturer narrative:
Eval method = device history reviewed. Results = device history review found the product met specs when released for distribution. Conclusion = cause of event cannot be determined. Analysis: the product has not been rec'd for eval. Without product return, analysis is limited to a review of the product device history record which was found to be complete and correct, indicating the product met MFR's specs when released for distribution. Conclusion: without return of product, we are unable to determine a cause for the reported event. No subsequent pt complication has been reported.